Event description:
Patient #1. At the end of the dialysis treatment, the pt complained of increased anxiety, thirst and shortness of breath. The pt was subsequently admitted to the hosp with pulmonary edema and hypernatremia.